Event description:
Discordant high (false reactive) toxoplasma quantitative igg (txp) results were obtained with 2 patient samples on an immulite 2000xpi analyzer with txp reagent kit lot 375. The laboratory questioned the high results due to the patients' histories of non-reactive results when tested with a prior txp reagent kit lot. The laboratory retested the samples on the same system, and then used lot 375 to re-test samples for patients (that had previously tested negative with the previous txp reagent lots) and obtained positive results. There were no known reports of patient treatment being altered or prescribed due to the false reactive txp results. There were no known reports of adverse health consequences due to the false reactive txp results.

Manufacturer narrative:
The customer contacted the siemens healthcare technical solutions center (tsc) regarding the false reactive toxoplasma quantitative igg (txp) results observed with reagent kit lot 375. The issue is under investigation. The cause of the false reactive txp results observed with lot 375 is unknown at this time. The instrument is performing according to specifications. No further evaluation of the instrument is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00123 on 04/16/2012.updated (B)(4) 2012:siemens has investigated the issue and has determined that the frequency of the false (B)(4) patient results reported is within the IFU specificity claim of (B)(4) for the immulite systems toxoplasma igg assay.